Event description:
At about 1 month after the primary surgery, the patient came in reporting pain due to joint luxation. During the surgery, it was noticed that the short stem was a little loose due to poor bone quality. The surgeon revised successfully the stem, metaphysis, liner and glenosphere.

Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 2203309: (B)(4) items manufactured and released on (B)(6) 2022. Expiration date: 2027-04-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional devices involved: batch review performed on (B)(6) 2022: reverse shoulder system 04.01.0211 lat. Glenosphere 39xø27 (k193175) lot 2212985: (B)(4) items manufactured and released on (B)(6) 2022. Expiration date: 2027-07-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Reverse shoulder system 04.01.0182 short humeral diaphysis - cementless - 9 (k180089) lot 2202582: (B)(4) items manufactured and released on (B)(6) 2022. Expiration date: 2027-03-22. No anomalies found related to the problem. To date, 25 items of the same lot have been sold with no similar reported case during the period of review.